Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. Attachment: article titled "impact of implantation technique on conduction disturbances for tavr with the self-expanding portico_navitor valve". Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
The article, "impact of implantation technique on conduction disturbances for tavr with the self-expanding portico/navitor valve", was reviewed. The article presented a retrospective, single center study to assess the impact of different implantation techniques on the risk of permanent pacemaker implantation (ppmi) following tavr with the portico/navitor transcatheter heart valve. Devices included in this study were portico and navitor valves. The article concluded that use of a r-l cusp overlap (rao-caudal) view for implantation of the portico/navitor valve results in less tilt of the native aortic annulus plane and a clear trend toward a lower 30-day ppmi rate as compared to tavr using the conventional lao implantation view. [The primary author was xi wang, 1department of cardiology, west china hospital, sichuan university, chengdu, china. The corresponding author was lars sondergaard, the heart centre, rigshospitalet, university of copenhagen, blegdamsvej 9, copenhagen 2100, denmark, with corresponding email: (B)(6)]. The time frame of the study was from january 2018 to december 2021. A total of 422 patients were included in this study, of which all received an abbott device. The average age was 79 years and the gender distribution was evenly split (211 out of 422 patients). Comorbidities included hypertension, diabetes mellitus, coronary artery disease, prior stroke, chronic renal failure, chronic lung disease, atrial fibrillation, pre-existing right bundle branch block. Peri- and post-procedural complications included surgical intervention (permanent pacemaker implant), heart block, unexpected medical intervention (post-dilation).

Manufacturer narrative:
Summarized patient outcomes/complications of portico/navitor valves were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes mellitus, coronary artery disease, prior stroke, chronic renal failure, chronic lung disease, atrial fibrillation, and pre-existing right bundle branch block. Some of the peri-and post-procedural complications reported were surgical intervention (permanent pacemaker implant), heart block, and unexpected medical intervention (post-dilation); these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Attachment: article titled "impact of implantation technique on conduction disturbances for tavr with the self-expanding portico_navitor valve".